Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 628058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, bladder prolapse and menstrual disorder since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (underwent a device removal procedure) and surgery (hydrothermale ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 23-may-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data were added. Update suspect drug indication and lot number. Added events abnormal bleeding (menorrhagia) and fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 628058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, bladder prolapse, menstruation abnormal since 2008, amenorrhea and discomfort. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On (B)(6) 2009, 7 months 9 days after insertion of essure, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with medroxyprogesterone (depo provera), surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy) and surgery (hydrothermale ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion pelvic MRI which showed that the essure were in proper position. In (B)(6) 2009, she underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Reporter's information was updated. Outcome of events pain and abnormal bleeding(vaginal, menorrhagia) was updated to recovered/ resolved and fatigue, dysmenorrhea to recovering/ resolving. Treatment drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 628058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, bladder prolapse, menstruation abnormal since 2008, amenorrhea and discomfort. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy) and surgery (hydrothermale ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion pelvic MRI which showed that the essure were in proper position concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("severe vaginal bleeding"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.